Event description:
Repeated interrogations of the defibrillation system have shown a reduction of battery voltage and a lengthening of his charge time. Interrogation 10/25/96 revealed battery voltage 5.07 volts and charge time 13.4 seconds. Chest x-ray in 3/20/93 revealed the posterior and anterior patches were both crinkled.